Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary order for metoclopramide did not populate in the device. The nurse had to override the medication.however, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.